Event description:
It was reported that the user¿s ilet generated an occlusion alert while using a steel 6 mm contact/detach infusion set, with troubleshooting showing no visible kinks but failure to observe drops during fill tubing and repeated leakage at the anchor connection until a complete supply change and proper orientation restored flow and insulin therapy. Symptoms included concern for interrupted insulin delivery; the user reported a blood glucose of 122 mg/dl after breakfast and no adverse clinical effects. Outcomes included successful resumption of therapy and shipment of replacement supplies. Investigation included technical troubleshooting by phone and video, inspection of tubing and cartridge, air removal, multiple complete supply changes with new boxes, and reconnection with cannula fill. Investigation of this case revealed leakage at the tubing anchor connection and air in the cartridge that were corrected by replacing supplies and confirming needle orientation, after which drops were observed from the needle and delivery resumed. It was concluded that the occlusion alert and loss of flow were attributable to supply and connection issues that were resolved with replacement components and correct setup.